Manufacturer narrative:
The investigation of access site bleeding and high purge pressure has been completed. Field data logs were investigated, and the high purge pressure alarm was confirmed. In investigating returned product, initial visual inspection yielded no abnormalities. The pump was primed and soaked, and purge pressure was trending upwards. Once the pump was started, the purge pressure quickly dropped to normal levels. Subsequent visual inspection revealed biomaterial near the impeller. With the biomaterial out of the cannula, the pump ran normally in a bucket. The biomaterial likely built up over time rather than being ingested, considering there were no motor current spikes. The root cause of the high purge pressure was determined to be biomaterial. The root cause of access site bleeding was not determined since not enough clinical detail was provided and the introducer was not returned. Additional treatment information was inadvertently not included in manufacturer device report 1220648-2024-12404: the bleeding caused a decrease in extracorporeal membrane oxygenation (ECMO) flow, which required the administration of 14 units of red blood cells. The patient's blood pressure dropped slightly, but both the ECMO and impella began to function without problems after a blood transfusion. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12404: d6a and d6b incorrect. F6/f8-should have been left blank. H1 type of reportable event. H.6 code 4627, 1248 and 2991 were reported incorrectly. New codes were added to health effect - impact code and medical device problem code.

Event description:
The user facility reported a 84-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp smart assist support and on the third day of support, there was a decrease in purge flow rate. There was eventually a purge blockage alarm and the flow rate was below 1ml/hr. Since the bleeding occurred on the day of hm introduction, there may have been a problem with the technique used during graft construction. In addition, the bleeding occurred at night, and the doctor on duty was not the patient's regular doctor, so the discovery of the cause and treatment were delayed. Due to the increase in bleeding caused by the inability to respond early, it became necessary to stop using heparin in the purging fluid. It is believed that this treatment also led to the purging blockage. The impella was removed.

Manufacturer narrative:
The impella device was received from the customer on (B)(6)2024 and therefore,¿an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿